Event description:
New information received notes that when the asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed again after device reprogramming. Programming changes were recommended. It was also mentioned that since there were only two episodes of oversensing since last reprogramming, physician could alternatively consider monitoring the device. The patient was stable before, during, and after the device interrogation and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, non-sustained v oversensing due to post-paced t-wave oversensing was observed on stored egm. Programming changes were suggested.